Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the pacemaker exhibited episodes of incorrect interpretation of signal and inappropriate pacing. The pacemaker was explanted and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
The reported event of a pacing problem was not confirmed. As received, the device was at an elective replacement indicator (eri) level. Further analysis performed, including output verification, sensitivity testing, and inspection of header and connectors, showed normal device characteristics with no anomalies contributing to the reported event. A longevity assessment was performed, and the implant duration exceeds the total projected longevity, indicating normal battery depletion.  Correction: h6 - health effect - clinical code should be "1721 - arrythmia" instead of "4582 - no clinical signs, symptoms or conditions and medical device problem code should be "1441 - pacing asynchronously" instead of " 1543 - incorrect interpretation of signal and 1439 - pacing problem".